Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Approximately 3mm of the tip broke off which is consistent with interface during tightening. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent spinal surgery from l2 to s1. The hex tip of the screwdriver broke during surgery. The broken tip remained in the screw head which remained in the patient. No additional patient complications were reported.